Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly there was significant fluid build-up in the psoas area of the hip. When the region was decompressed, fluid was under such pressure that it "sprayed" outward. Significant corrosion can be seen on the explanted neck. Medium activity level.